Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.

Event description:
Alleges a fire occured where the chair was located.